Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation confirmed based on the photo provided by the reporter. Visual inspection revealed that the ar-4030c-08 screw was broken. The complaint device was not received for evaluation. Based on the photo provided by the reported, the most likely cause for the reported failure can be attributed to improper bone preparation and/or prying/leveraging the screw during insertion.

Event description:
On (B)(6) 2023, it was reported by a distributor via sems that an ar-4030c-09 9mm by 30mm fastthread biocomposite interference screw broke into two pieces. Then, the surgeon attempted to use an ar-4030c-08 8mm by 30mm fastthread biocomposite interference screw, and the tip broke. The surgeon could not screw it into the tibial tunnel and remove all the broken fragments. Another ar-4030c-08 8mm by 30mm fastthread biocomposite interference screw from a different lot number was attempted to be used, but it could not be screwed in. The surgeon also tried to use an ar-1588tb tightrope button, but it did not work for the procedure. Finally, an 8mm by 25mm soft anchor completed the case. This was discovered during an acl procedure on (B)(6) 2023. Additional information received on 3/27/20203: the broken ar-4030c-09 9mm by 30mm fastthread was removed inside the patient. The ar-4030c-08, 8mm by 30mm fastthread, was opened, and this one also broke inside the patient; all fragments were retrieved. The surgeon used part number ar-1380h-25 soft screw, to complete the case.